Event description:
User alleges while using a guiding catheter from a percutaneous kit the guiding catheter tip broke off and went into the pt. It was noted immediately. The procedure was completed using another kit and the piece of catheter was removed from the pt's lung. One event only. No adverse outcome to pt.